Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple insulin pump error alarms. The customer's blood glucose value was 161 mg/dl at the time of the incident. The customer was able to clear the insulin pump errors and were able to complete insulin pump rewind. The insulin pump passed the self test. The insulin pump again had multiple insulin pump error alarms. The device will not be returned for analysis.